Manufacturer narrative:
Additional info: b1, b2 (other), b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuffs on two tubes leaked one after another. Due to the patient¿s first aid, the first tube was directly inserted without pre-testing the cuff. One hour after intubation and mechanical ventilation, it was found that there was airflow sound in the larynx of the patient and the oxygenation decreased to 86, which was considered to be caused by cuff "rupture" of the tube. Medical interventions provided were oxygen treatment and ECG monitoring. A second tube was taken out and was pre-tested by inflating the cuff with an empty needle. The cuff inflated and deflated with no issue. After the tube was replaced, the sound of airflow in the larynx disappeared and oxygenation increased normally. However, after about half an hour, it was found that the cuff on the second tube was also leaking air. The patient's oxygen saturation dropped to 82. The tube was replaced with a third one from the same batch and it was in good condition.

Manufacturer narrative:
Concomitant medical products: 18870, 18870 7.0mm taperguard evac trachealx10 (lot#: 21k0554jzx). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, two tubes leaked one after another. Due to the patient¿s first aid, the first tube was directly inserted without pre-testing the cuff. One hour after intubation and mechanical ventilation, it was found that there was airflow sound in the larynx of the patient and the oxygenation decreased to 86, which was considered to be caused by cuff "rupture" of the tube. Medical interventions provided were oxygen treatment and ECG monitoring. A second tube was taken out and was pre-tested by inflating the cuff with an empty needle. The cuff inflated and deflated with no issue. After the tube was replaced, the sound of airflow in the larynx disappeared and oxygenation increased normally. However, after about half an hour, it was found that the second tube was also leaking air. The tube was replaced with a third one from the same batch and it was in good condition.